Event description:
The user facility reported a 36 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported there was leaking from the purge sidearm and flow saturation during support. A purge side arm bypass was performed. The pump was ultimately replaced. There was no patient harm reported.

Manufacturer narrative:
The impella 5.5 was returned without the sidearm so the exact location of the original purge leak was unable to be determined. The pump was evaluated and biomaterial was found to be built up in the purge gap. The data logs were returned and confirm the purge leak that was resolved using a purge bypass. The logs also confirm that purge pressure dropped at the end of the case briefly and then purge pressure increased to higher than expected values. When purge pressure increased, both motor current and flow increased resulting in saturated flows. The root cause of the original purge leak was unable to be determined as the sidearm was not returned for analysis. The root cause of the saturated flows was determined to be biomaterial buildup in the purge gap likely as a result of the purge leak. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.